Manufacturer narrative:
(B)(4)- failure mode could not be confirmed since no samples or photos were provided for evaluation. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot #0000800686 was manufactured on 06/12/2015. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure. Possible root cause could be due to a de-bonding of the tubing from the lockable access tip. There have been improvements in the assembly process and it has been validated that the assembly between the tubing and the accessories is stronger. Please note that the manufacturing plant is continuing to monitor this issue to identify the need for any further actions and every customer report we receive is taken very seriously.

Manufacturer narrative:
(B)(4)-upon carefusion investigation a follow up submission will be completed.

Event description:
Disconnected access tip slipped out of drainage line and got stuck in catheter valve. The product is not available. Nurse slipped the blue emergency clamp over the catheter immediately. Neither patient injury nor medical intervention has been reported. The patient died on (B)(6) 2016, but not due this situation about lockable drainage line. His general condition was really bad. It happens while positioning the patient. No signs of damage or anomaly noted to drainage line. Sample is not available.